Event description:
During removal of a wound drain, the drain broke off inside the pt approx five inches above tubing at the perforations. During removal, the dr felt resistance. He pulled lightly, then twisted, and pulled harder and the drain broke. The pt was taken back to surgery to remove the broken section. The drain was placed in 2004 during a lower abdominal ventral hernia repair with mesh and was removed 2 days later. The dr sutured the wound next to the drain and wrapped a suture around the drain during initial placement. The incision was opened and the drain easily came out. No further complications were reported.